Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula kinked within three or more hours after insertion at thigh on (B)(6) 2024. The infusion set was in use for less than a day. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.